Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a history of low impedance and increased threshold measurements. An invasive revision procedure was performed. During the procedure, a stylet was unable to be inserted into the lead and the physician chose to extract the lead. During extraction, the lead separated and radiographically appeared to have separated at the tip. Additionally, it was reported that the screw would not retract. The physician elected to surgically abandon the lead. A new rv lead was successfully placed. The boston scientific sales representative residing at the procedure reported that the angle of the lead was tortuous and felt that likely to be the cause of the lead failure. No other adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Visual inspection confirmed that approximately 300 mm of the lead was not returned. The two segments returned were severed. The cathode coil was observed to have many fractures, which were likely a result of motion around the suture sleeve. A total of 35 inner coil wire fracture surfaces were identified, with one site where the wires were cut. Most of the fracture surfaces displayed severed mechanical damage, while some of the fractures showed evidence of fatigue, while those that were less damaged also showed signs of overload. Additional electrical testing was unable to be performed.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.